Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Primary tka using triathlon ps was performed on (B)(6) 2016. After surgery, the dislocation of the knee was found. Then the revision surgery was performed on (B)(6) 2017.